Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). 1 x evo-fc-10-11-8-b was returned to cirl for evaluation. On return of the complaint device it was noted that the device had significant damage due to "the hospital staff then placed said stent in an autoclave to be sterilised without realising that it would damage the stent and the deployment handle.¿ for this reason it was not possible to carry out a lab evaluation of the device as it was not possible to tell what damage may have been due to the autoclaving carried out. As it was not possible to evaluate the device due to the damage caused by the autoclaving carried out; the cause of this complaint could not be conclusively determined. However, based on the information provided ¿the angle at which the stent had to exit the scope and enter the ampulla was visibly tortuous¿; part of the device may have become compromised due to this, excessive force could have been applied in attempting to deploy the stent. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up MDR submitted due to device return and evaluation. Report submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". An ercp was performed on the patient due to suspected cbd stricture. The cbd was cannulated with an omnitome and acrobar guidewire. Access to the duodenum and ampulla was difficult due to pressure exerted from a suspected cancer mass. Access was lost on multiple occasions. A decision was made to insert a fully covered evolution metal stent of 8cm to bridge the stricture and allow drainage of the biliary tree. The stent was introduced to the scope and advanced through the working channel without difficulty until the stent needed to exit the scope and enter the ampulla. The angle at which the stent had to exit the scope and enter the ampulla was visibly tortuous and difficulty was experienced when an attempt was made to advance the stent into the cbd. Access was lost once during the stenting and the surgeon had to recannulate with the guidewire. Another attempt was made to stent the patient, satisfactory positioning was achieved and an attempt was made to deploy the stent. As the deployment trigger on the handle was being worked we realised that there was no movement of the sheath or deployment of the stent that was taking place. The positional button on the handle was changed to allow for recapture but there was still no movement that took place. Deployment was attempted once again but no movement of stent or sheath was visible. A decision was made to try a different stent, we then used a an evo-fc-10-11-6-b which was succesfully deployed. I requested that the stent which failed to deploy be cleaned with cidex so that we can complete a product complaint. The hospital staff then placed said stent in an autoclave to be sterilised without realising that it would damage the stent and the deployment handle.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿an ercp was performed on the patient due to suspected cbd stricture. The cbd was cannulated with an omnitome and acrobar guidewire. Access to the duodenum and ampulla was difficult due to pressure exerted from a suspected cancer mass. Access was lost on multiple occasions. A decision was made to insert a fully covered evolution metal stent of 8cm to bridge the stricture and allow drainage of the biliary tree. The stent was introduced to the scope and advanced through the working channel without difficulty until the stent needed to exit the scope and enter the ampulla. The angle at which the stent had to exit the scope and enter the ampulla was visibly tortuous and difficulty was experienced when an attempt was made to advance the stent into the cbd. Access was lost once during the stenting and the surgeon had to recannulate with the guidewire. Another attempt was made to stent the patient, satisfactory positioning was achieved and an attempt was made to deploy the stent. As the deployment trigger on the handle was being worked we realised that there was no movement of the sheath or deployment of the stent that was taking place. The positional button on the handle was changed to allow for recapture but there was still no movement that took place. Deployment was attempted once again but no movement of stent or sheath was visible. A decision was made to try a different stent, we then used a an evo-fc-10-11-6-b which was succesfully deployed. I requested that the stent which failed to deploy be cleaned with cidex so that we can complete a product complaint. The hospital staff then placed said stent in an autoclave to be sterilised without realising that it would damage the stent and the deployment handle.¿ the following additional information was provided: ¿1) did the handle make a snap or any noise when the trigger did not function? "No sound or snap was felt or heard. It felt as if the stent or sheath was caught on something causing a lot of resistance without any movement from the stent or the sheath. The trigger on the handle did move but there was no corresponding movement from the stent itself." 2) was the stent partially deployed? "No. The stent did not exit the sheath at all." 3) was the safety wire intact? "I would assume that the safety wire was intact. It was not touched at all during the attempted deployment as the deployment of the stent did not reach the point of no return." 4) was any other issue or damage noted on the device? "I checked the handle and sheath after the case was done and no damage or any other issues were observed on the stent.¿ it has been confirmed that the device involved in this complaint is being returned to cook ireland for evaluation; the device has been received, however the device is currently being evaluated. The investigation will be sent in a follow up MDR. As the device was not evaluated; the cause of this complaint could not be conclusively determined. However, based on the information provided ¿the angle at which the stent had to exit the scope and enter the ampulla was visibly tortuous¿; part of the device may have become compromised due to this, excessive force could have been applied in attempting to deploy stent. With the information provided a document based investigation was carried out. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-8-b did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot; upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. A follow up MDR will be sent with the investigation results.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". An ercp was performed on the patient due to suspected cbd stricture. The cbd was cannulated with an omnitome and acrobar guidewire. Access to the duodenum and ampulla was difficult due to pressure exerted from a suspected cancer mass. Access was lost on multiple occasions. A decision was made to insert a fully covered evolution metal stent of 8 cm to bridge the stricture and allow drainage of the biliary tree. The stent was introduced to the scope and advanced through the working channel without difficulty until the stent needed to exit the scope and enter the ampulla. The angle at which the stent had to exit the scope and enter the ampulla was visibly tortuous and difficulty was experienced when an attempt was made to advance the stent into the cbd. Access was lost once during the stenting and the surgeon had to recannulate with the guidewire. Another attempt was made to stent the patient, satisfactory positioning was achieved and an attempt was made to deploy the stent. As the deployment trigger on the handle was being worked we realised that there was no movement of the sheath or deployment of the stent that was taking place. The positional button on the handle was changed to allow for recapture but there was still no movement that took place. Deployment was attempted once again but no movement of stent or sheath was visible. A decision was made to try a different stent, we then used a an evo-fc-10-11-6-b which was successfully deployed. I requested that the stent which failed to deploy be cleaned with cidex so that we can complete a product complaint. The hospital staff then placed said stent in an autoclave to be sterilised without realising that it would damage the stent and the deployment handle.